Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had many false atrial fibrillation (af) episodes. Technical services (ts) analyzed device episode data and determined that the episodes were caused by non-physiological noise resulting in oversensing. Ts suggested x-rays and in-clinic evaluations to attempt to reproduce the noise but ultimately the electrode will most likely need to be replaced. It was noted that fluoroscopy imaging confirmed damage to the electrode because there was a kink in the catheter at the port. The noise was reproduced with patient arm movement. The patient was fitted with a life vest device to provide external therapy. No adverse patient effects were reported. Currently, this electrode remains in service.according to additional information, this electrode exhibited insulation damage. Subsequently, it was explanted during generator change out procedure. A new electrode was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
The UDI string for this product cannot be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had many false atrial fibrillation (af) episodes. Technical services (ts) analyzed device episode data and determined that the episodes were caused by non-physiological noise resulting in oversensing. Ts suggested x-rays and in-clinic evaluations to attempt to reproduce the noise but ultimately the electrode will most likely need to be replaced. It was noted that fluoroscopy imaging confirmed damage to the electrode because there was a kink in the catheter at the port. The noise was reproduced with patient arm movement. The patient was fitted with a life vest device to provide external therapy. No adverse patient effects were reported. Currently, this electrode remains in service.

Manufacturer narrative:
The UDI string for this product cannot be determined.